Event description:
Boston scientific received information that this right atrial (ra) lead had impedances less than 200 ohms with no capture available. This ra lead was surgically abandoned and replaced with a new lead. No adverse patient effects reported from the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.